Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a intermittent j1 battery connector the ca. The root cause of the intermittent j1 battery connector cannot be positively identified. There are no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up.